Manufacturer narrative:
(B)(4). A service history review revealed that this device was not previously serviced for the reported condition. Baxter has conducted a trend review and found that a similar report has been received for the reported problem. Baxter will continue to monitor reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility reported a colleague infusion pump with failure code 808:06 on channel b. According to the facility, it is unknown when or in which care area this event occurred. Upon reviewing the pump's event history, baxter quality engineering discovered this event interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.03.00.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 808:06 was confirmed but not duplicated during product evaluation. This condition was caused by a faulty channel b pumphead module. The channel b pumphead module was replaced to correct this condition. Review of the event history determined that the reported condition occurred on (B)(6)-2011 not on the reported occurrence date of (B)(6)-2011. Should additional information be received, a follow-up medwatch will be submitted.